Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. While in the hospital, the patient was treated with unspecified antibiotics for the event. The patient was later discharged from the hospital and prescribed cipro (dose, frequency, and route not reported) for continued treatment. At the time of the report, the patient was recovering from the peritonitis. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12c30049 h12e29053, h12h31095, and h12j11037 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).